Manufacturer narrative:
Siemens filed the initial MDR (26-oct-2018). Additional information (05-nov-2018): siemens further investigated the issue. There was no change in consumables observed within 24 hours prior to the discordant patient result. The integrated multisensor technology (imt) sample port drain rate was acceptable at 1.00. Calibration slopes were in range, the peristaltic pump rate was acceptable with a mean of 75 ul/rev. Several low fluid deltas were observed indicating that maintenance was required. The potential cause of the discordant sodium result was due to poor sample quality or an obstruction in the imt system. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. The ccc specialist instructed the customer to clean the sample and vent ports on the integrated multisensor technology (imt) and clean the surrounding area with bleach (3x) and hot water (4x). The customer realigned the imt module and reset the dimension vista to green/ready. The customer replaced the sensor and repeated the calibration and the quality controls (qc) which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse rebuilt and aligned the rotary valve and replaced and aligned the imt probe. The cse ran the dilution check with good results. The cse ran random sample ten times and compared to the same run on other dimension vista which were acceptable. The cause of the event is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting lower. The repeat result of 117 mmol/l obtained from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.